Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further action will be taken.

Event description:
The customer reported unexpected movement of a detector, which resulted in the detector making contact with a patient. The collision sensors were activated and system motion halted. Based on additional information from (B)(4), it has been determined this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.

Manufacturer narrative:
An operator was using the hand-held hand controller (hc) to position the detectors for the second part of a patient scan on a brightview spect system. After the operator released the slow enable and detector one (det 1) radius in buttons, det 1 continued to move. Det 1 made minimal contact with the patient¿s nose before they could activate the collision sensor on the face of the collimator cover. The system motion halted and the operator went to use the hc to move the detector away from the patient but the detector did not move. The operator removed the patient from the imaging couch in a controlled fashion and took them to another system to complete the patient study. The customer contacted a third party field service engineer (fse) to evaluate the system. When the fse arrived at the customer site, the system was not in use. The fse confirmed there was no harm to the patient as a result of this issue. The fse disconnected the batteries from the hc and then replaced them after a minute. The fse used hcdiag utility to check the function of the hc but not find any issues. The fse ordered a new hand controller. The fse confirmed the touchscreen hc was working properly on the system for the customer to use until the hc was replaced. The fse gathered the log files from the system and confirmed the emergency stop (e-stop) buttons and collision sensors were working properly. The fse replaced the wireless hand controller and the system was operational. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.